Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was not secured, and the slack was not taken up correctly. The ligator head returned with all the bands attached and some of them were moved out of their original position and overlapped. Microscope examination was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Failure to follow these steps could have caused the trip wire to slip through the handle assembly causing an improper deployment of the bands and more tension on the device. The extra tension on the device can lead to the ligator head teeth bending. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices binding procedure performed on (B)(6)2021. During the procedure, a gastroscope was inserted into the patient with the speedband superview super 7 attached and tensioned. They started by suctioning the first varices that needed banding and when they turned the wheel, the bands did not deploy. They pulled the scope back to see if the band was deployed; however, they could not see the band. They tried it again but still the bands did not deploy. They removed the gastroscope and it was found that one band was pulled over with the other bands. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient was expected to fully recover as the condition at the conclusion of the procedure. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician took up the slack by turning the handle wheel of the device and did not take up the slack by pulling the proximal end of trip wire on the handle which is not described in the instructions for use (IFU). Additionally, the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope, which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices banding procedure performed on (B)(6) 2021. During the procedure, a gastroscope was inserted into the patient with the speedband superview super 7 attached and tensioned. When suctioning the first varices that needed banding, the wheel was turned but the band did not deploy. The scope was pulled back to see if the band was deployed; however, it was not seen. Another attempt to deploy a band was attempted with no success. The gastroscope was removed and it was found that one band was pulled over the other bands. The device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient was expected to fully recover at the conclusion of the procedure. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician took up the slack by turning the handle wheel of the device and did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU). Additionally, the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope, which is earlier than what is instructed in the device instructions for use (IFU).